Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigaiton will be updated.

Event description:
It was reported that an alert was triggered due to high out of range shock impedance measurements exhibited with this electrode. This electrode remains implanted. No adverse patient effect were reported.